Event description:
Pt was having cardiac cath procedure and directional atherectomy prior to intended brachytherapy. Flexicut device was used for debulking. When attempt was made to remove it for cleaning of the cutter, it became stuck. Pt developed no flow down the vessel. Their heart rate and blood pressure dropped. The device and guide wire were removed together but the stent had migrated resulting in complete occlusion of the vessel. Pt had emergency bypass surgery, which was successful.